Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy, the reload was connected, the opening and closing of the jaws was checked, but the surgeon could not fire the device. Another reload was used to complete the case. There was no patient injury.